Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient's information and suspected medical device. The patient's identifier is h.h.s. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor received additional information regarding the patient¿s information, side of the implant, procedure type, diagnosis of the rupture, and the revision surgery. The patient¿s dob was estimated as (B)(6) 1945 based on available information. The side of the implant is left. The patient underwent a revision breast augmentation with the suspected medical device. Ultrasound performed on unspecified date indicated left-sided rupture. The patient underwent removal and replacement with a 600cc mentor memorygel breast implant (catalog #: 3506504bc, serial #: (B)(6). The relevant fields have been updated. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 600cc mentor memorygel breast implant and experienced postoperative rupture (unknown side). As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 600cc breast implant was found to be ruptured and incomplete, it was received in two pieces. Additionally, shell abrasion was noted in the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).